Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5055561) in united states on 20-oct-2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011. Consumer reported that since having essure she have had weight gain, fatigue, depression, itching, severe stomach pain, swelling, hair loss and gastrointestinal problems. She asked her doctor to remove it and she will not so she was waiting for a second opinion. As concomitant medication she received protonix, efexor and multi vitamins. Follow up information received on 05 and 13-nov-2015: case upgraded to incident. This follow up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2404). Consumer reported in 2011 she went to her doctor because she did not want anymore kids. She had recently had mirena and had problems with it, so doctor suggested essure. The right side seemed pretty easy to insert even though she was in a lot of pain. On the left side she had problems to insert, she said her tube was twisted but kept forcing it in. She was in so much pain she was about to pass out. The pain was worst than giving birth to her 3 kids. After 3 months she had the dye test done and everything looked fine. She started gaining weight, having worsening periods and pain all the time. She was tired all the time, got depression and was planning suicide. She was put on medication for the depression, but continued to gaining weight and get tired. In 2013 she was having lower stomach pain so bad that doctor put her in four different antibiotics at the same time. Because the amount of antibiotics she got clostridium difficile. She was in so much pain that a colonoscopy was ordered and polyps were found and she was diagnosed with colitis. She was treated for that. In (B)(6) 2014 a computerized tomography showed her left coil had migrated. She was in constant pain for a while. Then an ultrasound showed that the left coil had migrated and perforated out of her tube and doctor told her she would have to remove her tubes and also her uterus due to the risk of bleeding. On (B)(6) 2015 she had a full hysterectomy performed at the age of (B)(6). Ptc investigation result was received on 01-dec-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that left coil had migrated and perforated out of her tube. She had a full hysterectomy performed. This event is serious due to its medical importance and listed in the reference safety information for essure. In this case, the event was diagnosed about 2 years and 8 months after essure insertion, however the exact date and mechanism were not known. Based on its nature, a causal relationship with suspect insert cannot be excluded. This case was upgraded to incident since a surgical intervention was performed. Additionally, other serious events (unlisted and unrelated) and non-serious events were reported. According to product technical complaint, there is no relationship between the reported medical event(s) and a quality defect.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 6-dec-2016: report from lawyer (new reporter), implantation date changed to (B)(6) 2011 (from (B)(6) 2011), essure removed via hysterectomy, newly reported events included fracturing of the implant, heavy bleeding. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding (seen as genital bleeding), fracturing of the implant (seen as device breakage) and it was reported that left coil had migrated and perforated out of her tube. She had a full hysterectomy performed and essure was removed. The events are anticipated in the reference safety information for essure. In this case, the event left coil had migrated and perforated out of her tube was diagnosed about 2 years and 8 months after essure insertion. The exact date and mechanism of fallopian tube perforation and device breakage were not known. Based on their nature, a causal relationship with essure cannot be excluded. This case was upgraded to incident since a surgical intervention was performed and device removal was required. Additionally, other serious events (unlisted and unrelated) and non-serious events were reported. According to product technical complaint, there is no relationship between the reported medical event(s) and a quality defect. An updated product technical complaint is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. The possibility micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. The current dfmea was reviewed for this failure mode to confirm that adequate risk mitigation actions were taken to minimize the residual risk. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-apr-2017: quality-safety evaluation of ptc ((B)(4)). Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding (seen as genital bleeding), fracturing of the implant (seen as device breakage) and it was reported that left coil had migrated and perforated out of her tube. She had a full hysterectomy performed and essure was removed. The events are anticipated in the reference safety information for essure. In this case, the event left coil had migrated and perforated out of her tube was diagnosed about 2 years and 8 months after essure insertion. The exact date and mechanism of fallopian tube perforation and device breakage were not known. Based on their nature, a causal relationship with essure cannot be excluded. This case was upgraded to incident since a surgical intervention was performed and device removal was required. Additionally, other serious events (unlisted and unrelated) and non-serious events were reported. A product technical analysis was performed and concluded that as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.